Event description:
A malfunction, identified by the code malf 13, was reported, with no notable events occurring prior to it. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.